Event description:
Boston scientific received information that the patient with this device and right atrial lead experienced syncope. During a device check up, the local boston scientific field representative was able to correlate the patient's syncopal episodes to events stored in the device that showed oversensing of ventricular activity on the atrial channel. This was causing inappropriate atrial tachy responses. The device was reprogrammed in an attempt to mitigate further clinical symptoms. The system remains in service. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.